Event description:
It was reported that the 9800 system had arcing with poor image quality. Also there was a low ma error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available. This MDR is related to ge healthcare complaint number.